Event description:
This is a report of a patient who passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was unknown. It was reported that the patient was hospitalize for an exit site infection seven days prior to passing away. Treatment for the event was not reported. On an unreported date during hospitalization pd therapy was discontinued. It was unknown if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned to baxter healthcare for further investigation and the serial number of the device was unknown. As a result, the service history review and/or device history review were unable to be performed as part of the investigation. Should additional relevant information become available, a supplemental report will be submitted.